Event description:
It was reported that a patient's pump was returned to the manufacturer. The medication administered via the pump was baclofen 5,000 mcg/ml concentration at a daily dose of 760.3 mcg/day and morphine 2.9 mg/ml concentration at a daily dose of 0.4410 mg/day.

Manufacturer narrative:
Final device analysis was completed and revealed the synchromed ii battery resistance was high.